Manufacturer narrative:
Investigation of this event revealed that the most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is a known issue that was investigated under a CAPA and correction is currently being implemented under field safety corrective action (fsca). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient experienced a battery that would not hold a charge. The battery was replaced with no reported consequences or impact to the patient.